Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010, inratio: 1.2, retest inratio: 2.7. Results done within 10 minutes.

Manufacturer narrative:
Investigation pending.